Event description:
This lead was implanted on (B)(6) 1990 and was capped on (B)(6) 2012 due to under sensing at most sensitive and threshold was 3.5v @ 1.0ms. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).